Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio flex meter was showing the battery indicator symbol. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the meter issue began on the morning of (B)(6) 2019. She reported that she manages her diabetes with insulin (no-adjustments) and that she made no changes to her normal diabetes management regimen in response to the alleged issue. The patient alleges that at an unknown time after the issue began, she developed symptoms of "sweaty", which she self-treated by drinking some water. During troubleshooting, the csr noted it was not the first time the meter was being used, and there was no evidence of misuse of the product. There was evidence from the information provided that the batteries needed replaced. Replacement product(s) were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after the alleged product issue began, and there is insufficient information to rule out the contribution of the subject meter to the event.